Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reaction tray wash unit drain valve (cdev2), wash tubing of the reaction tray wash unit (wud) and tubing of the dilution tray wash unit (dwud). The cse also replaced the seal of the dilution probe aspiration pump (dip) and the wash port. The customer performed coefficient of variation checks, which were acceptable. The cause of the discordant, falsely low calcium results on multiple patient samples is unknown. This reagent is performing according to specifications. No further evaluation is required.

Event description:
Discordant, falsely low calcium results were obtained on multiple patient samples on an advia 1800 instrument. The operator provided two examples for the discordant patient samples. The discordant results were not reported to the physician(s). Both the samples were repeated on the same instrument and on an alternate advia 1800 instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.